Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer's blood glucose was 418 mg/dl at the time of incident. The customer reported that the pumps batteries died last night and this morning woke up and had put a new battery in and adjusted the time and date but reading wasn't sent to the pump. The customer had to do it manually. The issue was successfully resolved. The customer declined to troubleshoot for high blood glucose stating that they will take care. The customer treated it with bolus correction. The insulin pump will not be returned for analysis.